Event description:
The patient fell against a wall. Afterward she had pain radiating down her leg. Standing was difficult for the patient. The patient felt an overstimulation sensation. She was unable to adjust stimulation. Even when stimulation was turned down she felt pain. The patient was at home at the time of the call; her status was reported as fair. She was redirected to her hcp. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.